Event description:
The caller reported experiencing a minimum fill notification. There was no reported adverse impact on the customer's blood glucose level. To address the issue, the caller added more insulin and resumed insulin delivery. Cartridge filling guidance was provided by technical support, and the caller was advised to reach out again if the issue persisted.